Manufacturer narrative:
(B)(4). The incident grounding pad was not returned to covidien for evaluation. However, non-incident samples were received. Evaluation found the non-incident samples to function properly and meet specifications. If the incident sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a burn at the pad site during a loop electrode gyn procedure. The pad had been placed on the patient's right thigh. The degree of burn was not reported. The patient was still being treated.